Manufacturer narrative:
D4 UDI: (B)(4). H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 17-jul-2023. Corrected to 12-jul-2023. (B)(4).

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare representative reported that following an implantable collamer lens (icl) implantation into the patient's eye, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for a same length lens in a vertical position. The problem was resolved. Cause of the event was reported as unknown.